Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to chest pain and cellulitis. However, during the hospitalization, the customer experienced blood glucose levels in the range of 30 mg/dl. The caller needed assistance adjusting the insulin pump settings. Nothing further was reported.